Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvederm vista volux xc, juvederm vista volift xc, and juvederm vista voluma xc in unspecified locations. Hcp states 4 months later, the patient experienced a "subcutaneous nodule at the injection site. It tended to spread and was treated with steroids. There was no evidence of infection, and it was thought to be a delayed allergic reaction [...]". Patient was treated with an unspecified steroid drip for a few days" and then an unspecified oral steroid 2 years after initial onset of symptoms. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvederm vista voluma xc.